Event description:
It was reported that "doctor used mallet w/tool and the force caused the (2x) tooth to fall off of the height adjuster."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.